Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm ,vicmo12.6, -10.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. There was patient contact but no patient injury. On (B)(6) 2021 the lens was replaced and the problem resolved. Cause of event was reported to be unknown.